Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device for evaluation. When the results of investigation become available, a supplemental report will be submitted.

Event description:
It was reported to vyaire that the revel ventilator quit working while connected to a patient. The crew referenced the issue as having a "blow out". The customer confirmed that there was no patient harm associated with the reported event.